Event description:
Information received from the field does not address the patient's clinical status but notes that during surgery to reposition the ventricular lead, the atrial lead was found to be malfunctioning. The lead was successfully repositioned.